Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged issue began on an unspecified date, 3 months prior to contacting lfs. The patient manages his diabetes with a combination of medications (triseba and novolog, unknown doses). The patient reported that he developed symptoms of "low sugar and shaky" an unknown time after the alleged issue began, and received treatment with food or drink from a third party on (B)(6) 2016 at 8.30 p.m. During troubleshooting the csr noted that it was not the first time the meter had been used and the patient had followed the correct testing procedure. The test strips had not expired and when the patient was walked through a retest he was unable to confirm if the test strip completely drew in the sample or if the issue was resolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged "error 4" issue began.